Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received questionable results for a total of twenty four patient samples tested for thyrotropin (tsh), ferritin, triiodothyronine (t3), antibody to thyroglobulin (anti-tg), antibodies to thyroid peroxidase (anti-tpo), and free thyroxine (ft4). All questioned samples were initially tested within the same hour. Results were normal again after the hour the issue occurred. Out of the twenty four questioned samples, eight samples tested for tsh, ferritin, and ft4 were determined to be reportable as a malfunction. The samples were repeated on e170 analyzers and the repeated results were considered to be correct. The first sample initially resulted as 1.8 uiu/ml for tsh. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 3.42 uiu/ml for tsh. The second sample, from a (B)(6) male, initially resulted as 88.94 ug/l for ferritin. The initial result was reported outside of the laboratory. The sample was repeated and resulted as 231 ug/l for ferritin. The third sample, from a (B)(6) male, initially resulted as 0.775 uiu/ml for tsh. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 1.36 uiu/ml for tsh. The fourth sample, from a (B)(6) female, initially resulted as 0.58 uiu/ml for tsh. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 0.99 uiu/ml for tsh. The fifth sample, from a (B)(6) female, initially resulted as 2.2 ng/dl for ft4. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 1.29 ng/dl for ft4. The sixth sample, from a (B)(6) female, initially resulted as 2.2 ng/dl for ft4. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 1.4 ng/dl for ft4. The seventh sample, from a (B)(6) male, initially resulted as 2.2 uiu/ml for tsh. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 3.77 uiu/ml for tsh. The eighth sample, from a (B)(6) female, initially resulted as 2.1 uiu/ml for tsh. The initial result was blocked and was not reported outside of the laboratory. The sample was repeated and resulted as 3.58 uiu/ml for tsh. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The lot numbers and expiration dates of the tsh, ferritin, and ft4 reagents were asked for, but not provided. Due to quality control issues on (B)(6) 2015, the field service representative was asked to check the analyzer. He cleaned the mixer, the reagent probe, sample probe, sipper pre-wash station. He performed liquid flow cleaning. He also cleaned, aligned and fixed the black tubing, syringes, and other tubing. He did not detect any issues. After his actions, he processed 20 samples and compared these to results from another module. All results were acceptable. Quality controls were measured and were within expectations. He ran performance testing. On (B)(6) 2015, the field service representative observed that the sipper was dripping and he cleaned the pinch valve. On (B)(6) 2015, a precision study was performed for tsh and the values were within the customer's specifications. Controls at this time were noted to be outside of specifications, so the field service representative exchanged the pinch tubing, adjusted the photomultiplier tube and ran a blank cell. Calibration and controls were then performed and these values were good. On (B)(6) 2015, the customer ran controls and these values were good. Precision studies were performed and were within the customer's specifications. No further issues were seen after this time.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It is likely that the issue was related to the measuring cell. No further issues have been seen with the analyzer since the adjustments performed by the field service representative.